Event description:
The account reported the side rail would not latch in the up position. The bed is located at the hill-rom service center. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found during a between patient inspection the right foot side rail latch cover adapter is bent due to the latch cover getting caught by the latch hook when the staff attempted to raise the side rail. The technician replaced the right foot side rail latch cover adapter to resolve the issue. Based on this information, no further action is required.